Event description:
It was reported that during a hysterectomy procedure the precise bipolar forceps instrument had broken and pieces of the instrument fell inside of the pt. All broken pieces were retrieved using a grasper through the accessory port. The planned procedure was completed using a replacement precise bipolar forceps instrument. No pt harm was reported.

Manufacturer narrative:
The instrument was returned for eval. Per the customer reported complaint, engineering observed that the instrument was broken at the interface between the proximal clevis and main tube. Both the proximal clevis and the main tube were missing pieces. As indicated in the complaint notes, all broken pieces were successfully retrieved. Engineering also observed scraping at the distal end of the main tube.